Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No scrolling numbers noted. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had issues with the button/keypad being unresponsive on the insulin pump. Customer stated he attempted to give a bolus, released the button but the numbers started scrolling on their own. The blood glucose reading was 187mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.